Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with maryland grasper. It was reported that the tip of the product was damaged during the surgery. The patient have no infection. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
B5: due to the clarification, the report was reassessed and found to no longer require submission - no malfunction or serious injury.

Event description:
New findings: after retrospective evaluation no reportable incidents could be detected. The risk analysis is still valid. The described/reported event does not involve any risk for patient, users or third parties. There were no harm to the patient, users or third parties. No criteria for a reportable vigilance case are fulfilled. Based on these facts we evaluate the event as not being a reportable incident.

Manufacturer narrative:
Investigation results: visual investigation: the movement of the instrument is no longer running smoothly, the jaws are no longer closing completely. The outer insulation is damaged and the distal end of the shaft is slightly widened. Most likely the ceramic mechanism is broken. Batch history review: the device quality and manufacturing history records could not be reviewed as the batch no. Is unknown. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error. Based on the investigations and results of the 8d report a CAPA is not necessary.